Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that they were experiencing unexplained high blood glucose and low blood glucose. The blood glucose reading was 500 mg/ dl to 600 mg/dl. It was unknown that the auto mode feature was active at the time of incident. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.